Event description:
The facility reported an infusion pump with a failure code 500. The facility representative stated that no patient incident reports were filed since the last baxter service event. The facility representative also stated that no patient injury or medica intervention was involved with the pump. Information was requested by baxter regarding the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use. Additional contact information was requested but no additional contact was identified.